Event description:
It was reported that the insulin pump did not register any measurement of glycemia with no more information. Requiring a complete check. The reporter declined to provide the blood glucose reading. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with scratched display window, cracked display window corners, and cracked reservoir tube lip. It was confirmed that the test meter communicated properly to the device. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.